Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned gray and clinical information could not be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department for evaluation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included power cycling and bench handling without duplicating the malfunction. An internal inspection of the display related cable connections did not find any discrepancies. The device's lcd assembly and lcd color cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.